Event description:
Catheter used on 3/14/97 with no leaks noted. On 3/17/97, the pt returned for leaking arterial port on catheter. Small pin holes near the rod ring on white port of catheter. This is the second problem facility had experienced with this brand of catheter.